Manufacturer narrative:
A not reportable initial MDR assessment was determined on (B)(6) 2015 for the complaint received on (B)(6) 2015. The complaint sample (omnipod) was returned to insulet complaint department on (B)(6) 2015. Upon completion of the device investigation, it was found evidence of an internal leak. Its root cause was determined to be a ¿damaged cannula¿ ((B)(6) 2015). As a result of identifying this failure mode with the original complaint, it is now a reportable adverse event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 25.3 mmol/l (455 mg/dl) after wearing the pod for less than 24 hours.